Manufacturer narrative:
Reference: (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair did not confirm the complaint condition. The unit was found to operate to specifications free of the described complaint. The condition was considered intermittent as it was not duplicated when the unit was evaluated. As such, the main board was replaced. There is not a definitive root cause available for this complaint condition. The potential for a contributing factor outside the device itself is also possible. Correction and/or corrective action: the unit was fitted with a new board as a precautionary measure, tested to specifications at a charge, and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "no output". Reference repair order: 91015. Ref: (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Customer stated "no output". Reference repair order: 91015. (B)(4).